Event description:
A report was received that the patient¿s leads showed high impedances. The patient underwent a replacement of the leads and splitters. Device malfunction was suspected on the leads. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Sc-2316-50 (sn (B)(4)): device evaluation indicated that the complaint of high impedances was confirmed. Visual (microscope) and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. No cables were exposed at the fractured site. The broken cables resulted in the reported complaint of high impedance. Sc-2316-50 (sn (B)(4)): device evaluation indicated that the lead was frayed approximately 19 cm from distal end and cables were exposed. This kind of anomaly was consistent with the damages done to a lead when the orientation of the insertion needle¿s bevel was facing down or the angle of the insertion needle was greater than 45º. An angle of more than 45º increased the risk of lead damage. Sc-3400-30 (sn: (B)(4)) a review of the manufacturing documentation for the lead splitter revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. Sc-3400-30 (sn (B)(4)): device evaluation indicated that the lead splitters passed visual, electrical, mechanical and photographic imaging tests performed. The lead splitters exhibited normal device characteristics.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm. Model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm).

Event description:
A report was received that the patient¿s leads showed high impedances. The patient underwent a replacement of the leads and splitters. Device malfunction was suspected on the leads. The patient was reportedly doing well postoperatively.